Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported blood glucose results of 344 mg/dl 183 mg/dl on performa system 1, 135 mg/dl on performa system 2 within 10 minutes. Same test strips used in both devices. No adverse event was reported. A request was made for the return of the meter and strips.